Event description:
It was reported that the pump battery "charge does not hold as well". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.